Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the programming computer screen freezes. Follow-up with the site revealed the entire programming system needed to be replaced. Good faith attempts are being made to obtain additional information and to have the product returned to the manufacturer so a product analysis may be performed.